Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited loss of capture and intermittent spikes in pacing impedance measurements which had exceeded 3000 ohms on the right ventricular (rv) channel. Additionally, low heart rates were observed. There was no noise or oversensing and the out of range impedance measurements could not be reproduced with isometrics. An x-ray was performed and there was no observed fracture of the rv lead. Pacing impedance measurements on the left ventricular (lv) channel were also identified. It is suspected that the lv pacing configuration was changed at the patient's last follow up visit. A revision procedure was performed and the competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.